Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8325650. Our records show that this is the only instance of foreign matter occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by was reviewed by our quality engineers, who determined that the identity of the foreign matter was a feather from the clothing of one of our operators. To prevent a reoccurrence of this event our facility has begun implementing one-piece clean room protective equipment, and will be discarding the split-style in use at the time of the production of this lot.

Event description:
It was reported that hair-like foreign matter was found on the bd intima-ii¿ closed IV catheter system needle tip before use. The following information was provided by the initial reporter, translated from chinese to english: "it was found something like hair on the tip of needle leading to unable to use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that hair-like foreign matter was found on the bd intima-ii¿ closed IV catheter system needle tip before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "it was found something like hair on the tip of needle leading to unable to use."